Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up with the insulin pump's battery completely depleted and that it gave off a high pitched noise and had a frozen screen when the battery was replaced. The customer also reported that the buttons were unresponsive. Troubleshooting for frozen display was performed and the customer stated that the time advance when asked to monitor for one minute. The customer's blood glucose level was 447 mg/dl at the time of the incident. Troubleshooting was moved to keypad anomaly. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the high blood glucose. The customer stated that processed a bolus but was unsure if it was delivered. The customer was advised to contact healthcare professional for a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no dead battery, audio/beep anomaly and frozen screen noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.